Event description:
This is report 1 of 4 involved in this peritonitis event. It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapies were ongoing. As a result of the peritonitis, the patient experienced diarrhea and stomach issues. The patient was not hospitalized for the peritonitis and the cause of the event was unknown. The patient was treated with unspecified prophylactic antibiotics for the peritonitis. On a later date, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12k13056 and h12k05086 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.